Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the loss of therapeutic benefit was not resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for interstim - other. It was reported the patient had a return of target symptoms since they were in a motor vehicle accident in 2013. The patient stated they've never had a x-ray to check if the implant was okay after the accident. The patient saw the hcp assistant and they said there was nothing they could do. It was reported they had a loss of therapeutic effect. No further complications were reported as a result of this event.